Manufacturer narrative:
A visual, functional and dimensional inspection was performed on the returned device. The reported stent dislodgement and difficult to remove were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Na.

Event description:
It was reported that the 3.5 x 12 mm xience skypoint stent delivery system was removed from the packaging. The stylet was removed, with some resistance, and the stent came off with the stylet. The device was not used and there was no patient involvement. No additional information was provided regarding this issue.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.